Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod.

Event description:
The patient reported that he had a pod fall off while fly fishing. The patient stated that the pod was being worn for about 6 hours on his abdomen. The patient stated that he did go to the intensive care unit (ICU), but he refused to disclose private information from the hospital. The patient was able to get another pod applied.